Event description:
The end user reported after one (1) hour of wear he had an itchy sensation under eakin cohesive slim.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Based on the product information provided by the complainant a twelve months of complaint history data was reviewed for this product. Based on the review, there were two (2) cases registered for this complaint issue with this product icc number within the previous twelve (12) months. A root cause cannot be completed without a lot number or sample. This is an isolated incident and trends will be monitored. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted.(B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.